Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating reported the malfunction. The device was recertified and returned to the customer. It is noteworthy to mention the external paddles used at the time of the reported event was not returned to zoll for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device failed to detect the attached external paddles. Complainant did not indicate that there was any patient involvement in the reported malfunction.